Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's alert triggered due to high impedance on the right ventricular lead. Impedance has fluctuated over the longevity of the lead. The lead remains in use. No patient complications have been reported as a result of this event.